Event description:
It was noticed that there was noise on the ventricular lead causing inappropriate shocks. The noise could not be reproduced during the procedure. The physician chose to replace the whole system. The ventricular lead was capped. This device was replaced with a linox sd 65/18, the hosp retained this system.